Event description:
A surgeon reported that a memory lens iol implanted in a pt's left eye in 1999 has since opacified. Visual acuity is reported as 20/20, but "dim", and comments that left eye iol discoloration with significant drop in quality of vision compared to right eye. He plans to refer the pt for removal & replacement of the lens. No further info is available.